Event description:
It was reported that the device reached elective replacement indicator (eri) in three years. The device was explanted and replaced. It was also reported the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis revealed normal battery depletion.